Manufacturer narrative:
(B)(4). The device was recieved for evaluation. This complaint is an ancillary service event. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause of this event could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 101 (night drain cycle one) alarm. The alarm occurred on (B)(6) 2013 14:25:22. No additional information is available.